Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the two (2) units of minicap transfer sets leaked, described as ¿through the rotary valve and silicone tubing¿. This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Review of the photograph did not identify any abnormalities that could have contributed to the reported condition. In the photo provided there is not enough information to duplicate the event or determine if the product failed or met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.